Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified evidence of wear from use and removal, but no evidence of significant damage or deformation. The implant was returned with the irt stuck in it and had presence of bone residue in the vents. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The device malfunction could not be verified as the implant could not be functionally tested as the irt was stuck in it. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section was corrected: b1: report type.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/ unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed due to a damaged drive feature. Tooth location 26.